Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4)) on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic and hip pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced epicondylitis ("bilateral epicondylitis"). In 2018, the patient experienced pelvic pain (seriousness criterion medically significant), tendonitis ("continuous contraction recurring tendinitis"), arthralgia ("pelvic and hip pain"), deafness ("severe hearing loss / fitted with hearing aids for both ears"), fatigue ("constant fatigue"), tendon rupture ("operated for a ruptured tendon in the right elbow/ adhesive capsulitis") and periarthritis ("operated for a ruptured tendon in the right elbow/ adhesive capsulitis"), was found to have weight increased ("weight gain 15 kg") and underwent hearing aid therapy ("severe hearing loss / fitted with hearing aids for both ears"). Essure treatment was not changed. At the time of the report, the pelvic pain, tendonitis, arthralgia, deafness, weight increased, hearing aid therapy, fatigue, tendon rupture, epicondylitis and periarthritis outcome was unknown. The reporter provided no causality assessment for arthralgia, deafness, epicondylitis, fatigue, hearing aid therapy, pelvic pain, periarthritis, tendon rupture, tendonitis and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic and hip pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced epicondylitis ("bilateral epicondylitis"). In 2018, the patient experienced pelvic pain (seriousness criterion medically significant), tendinous contracture ("continuous contraction (tendon)"), tendonitis ("recurring tendinitis"), tendon rupture ("operated for a ruptured tendon in the right elbow/ adhesive capsulitis"), arthralgia ("pelvic and hip pain"), deafness ("severe hearing loss / fitted with hearing aids for both ears"), fatigue ("constant fatigue") and periarthritis ("operated for a ruptured tendon in the right elbow/ adhesive capsulitis"), was found to have weight increased ("weight gain 15 kg") and underwent hearing aid therapy ("severe hearing loss / fitted with hearing aids for both ears"). Essure treatment was not changed. At the time of the report, the pelvic pain, tendinous contracture, tendonitis, tendon rupture, arthralgia, deafness, weight increased, hearing aid therapy, fatigue, epicondylitis and periarthritis outcome was unknown. The reporter provided no causality assessment for arthralgia, deafness, epicondylitis, fatigue, hearing aid therapy, pelvic pain, periarthritis, tendinous contracture, tendon rupture, tendonitis and weight increased with essure. Amendment: the report was amended for the following reason: due to internal review the term "continuous contraction recurring tendinitis" was split into 'tendonitis' and (new:) 'tendinous contracture' no new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 13-nov-2020. The most recent information was received on 20-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic and hip pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced epicondylitis ("bilateral epicondylitis"). In 2018, the patient experienced pelvic pain (seriousness criterion medically significant), tendinous contracture ("continuous contraction (tendon)"), tendonitis ("recurring tendinitis"), tendon rupture ("operated for a ruptured tendon in the right elbow/ adhesive capsulitis"), arthralgia ("pelvic and hip pain"), deafness ("severe hearing loss / fitted with hearing aids for both ears"), fatigue ("constant fatigue") and periarthritis ("operated for a ruptured tendon in the right elbow/ adhesive capsulitis"), was found to have weight increased ("weight gain 15 kg") and underwent hearing aid therapy ("severe hearing loss / fitted with hearing aids for both ears"). Essure treatment was not changed. At the time of the report, the pelvic pain, tendinous contracture, tendonitis, tendon rupture, arthralgia, deafness, weight increased, hearing aid therapy, fatigue, epicondylitis and periarthritis outcome was unknown. The reporter provided no causality assessment for arthralgia, deafness, epicondylitis, fatigue, hearing aid therapy, pelvic pain, periarthritis, tendinous contracture, tendon rupture, tendonitis and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.